Event description:
Procedure type: flexible esophagogastroduodenoscopy with marking of gastric lesion. Laparoscopic partial gastrectomy (resection of fundus). According to the reporter: upon removing the device, it did appear that a 3 x 3 mm portion of the sheath was not attached to the sheath. The surgeon re-inserted the laparoscope and carefully inspected the entirety of the peritoneum to attempt to identify this. The piece of plastic was not identified within the peritoneum. We then inspected the subcutaneous tissues and there was no foreign body identified within these. The surgeon suspects that the piece may have come off as we withdrew the sheath and placed it on the operative field.

Manufacturer narrative:
(B)(4). The account also reported this event directly to the FDA via medwatch; uf/imported report # (B)(4).